Event description:
A customer reported a sensor error message with the adc device. The customer was unable to obtain sensor readings and lost consciousness, requiring treatment of sugar and soda by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 1 (indicating storage state) with event log 2 observed (insertion failure). Watermark was observed at base of tail. No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with known good reader; all results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.